Event description:
It was reported that a user of the ilet experienced a high blood glucose reading without symptoms, and a full infusion set and supply change was performed with guidance while the user was wearing an inset 23" 6 mm set. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included on-call troubleshooting and education with planned follow-up to assess glucose. Investigation included remote troubleshooting and user education focused on infusion set replacement to address possible delivery issues. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.